Event description:
During review of programming history it was noted that patient had high impedance. No additional information is known. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
Device manufacturing records were reviewed. Analysis of programming history. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.